Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Plunger component of applicator crumpled [device deployment issue] took tampon out of applicator and started coming apart [device breakage] thought I, "I'll take them out of the applicator and insert them without one [wrong technique in device usage process] case narrative: consumer reported via email that the tampon shed fluff and she was concerned about how much was left inside. No injury was reported.